Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a dislodged teflon pad. The teflon pad was not returned with the insert. Image review: review of the provided image shows that there was no visible damage to the instrument tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the head of the harmonic ace's instrument was broken. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.